Manufacturer narrative:
Date of event: estimated date of event. Implant date: estimated date of implant. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The malfunctions referenced are being filed under a separate medwatch report number. The additional xience stent referenced is being filed under a separate medwatch report number. Literature: the relationship of pre-procedural dmax based sizing to lesion level outcomes in absorb bvs and xience ees treated patients in the aida trial.

Event description:
It was reported through a research presentation identifying absorb bvs and xience stents that may be related to the following: myocardial infarction, thrombosis, revascularization, rehospitalization. Deployment difficulty was also noted for both absorb bvs and xience stents. This article summarizes clinical outcomes of 1,845 patients that were treated with xience stents. Specific patient information is documented as unknown. Details are listed in the article, titled "the relationship of pre-procedural dmax based sizing to lesion level outcomes in absorb bvs and xience ees treated patients in the aida trial."

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effects of myocardial infarction and thrombosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU) are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the information reviewed, a conclusive cause for the reported patient effects could not be determined. The treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.na